Manufacturer narrative:
The stent graft delivery system was returned to the manufacturer and evaluated. Visual inspection revealed that there was an extreme hypotube bend which fractured. Corrective action was opened to further investigate and determine potential root cause. Manufacturer reference: (B)(4).

Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon receipt of the device a full evaluation will be completed. Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2025 during a limflow procedure, the medical team experienced issues with unsuccessful stent deployments. After one stent graft system not deploying, a second system was used. The second stent graft system deployed approximately one third of the way before it stopped deploying. The physician accessed the inside of the handle to attempt to manually deploy the rest of the stent. When this was unsuccessful, the physician decided to pull the entire system from the patient resulting in the stent stretching and extending past the anastomosis with the potential of occluding other vessels. To prevent potential acute ischemia, the physician proceeded with fenestrating the stretched stent portions along bifurcating arterial vessels. Additionally, the stretched portions of the stent were relined with other stents.